Event description:
A retroactive review of pt flag files in the lifevest network identified a monitor reset folling a treatment on (B)(6) 2014. The pt's sister-in-law reported that the pt's heart stopped on (B)(6) 2014 and that the lifevest treated the pt and "brought him back." The lifevest deployed gel at 19:59:53 on (B)(6) 2014 and subsequently delivered a treatment defibrillation at approximately 20:00:43. The rhythm at the time of the treatment is unk. The pt stated that he was passing out prior to the event and when he came to, the lifevest had already shocked him. The response buttons were not pressed during the event. There is no indication that the pt sought medical attention. The pt received replacement equipment and continued to use the lifevest.

Manufacturer narrative:
There was no death associated with the defibrillation treatments. There is no info to suggest that the pt sustained a serious injury. The pt continued to use the lifevest. Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The monitor was returned and found to be fully functional. No complaint was initially generated for the pulse reset as zoll, at that time, was unaware of the reset following the treatment. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on 01/20/2015. No adverse event resulted from the pulse reset.